Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
It was reported that via a radial approach, the 3.5x28 mm device was inflated successfully to 9 atmospheres (atm) 2 times and the implant was deployed successfully. Post-dilatation was performed with a nc trek 3.5x12 mm balloon catheter. The procedure was completed. The physician found blood fill at the connection point to indeflator. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon material rupture was confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.